Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) failed incoming testing. It was also indicated that the battery contacts were contaminated. It was also indicated that the ring attachment was bent, the lower case was damaged, and that the battery drawer was damaged. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.